Event description:
The dr test the equi-flow valve and tested normally implanted the shunt in 2000. Two years later, the dr reports the shunt is non-functional and had to surgically remove the shunt and replace it with a new shunt. No pt injury.